Event description:
It was reported that the colonovideoscope had a static image. The issue occurred during set up and there was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burned distal end plastic cover, white residue in the air/water channel. Based on the results of the investigation, it is likely the following led to the customer's allegation: damaged plug unit. Regarding the burned distal end plastic cover, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. The identity of the foreign material (white residue) and a definitive root cause could not be determined regarding the white residue in the air/water channel, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.